Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room with phrenic nerve stimulation following a fall. The device was interrogated, failure to capture was noted on the left ventricular (lv) lead. An x-ray was performed, which confirmed a dislodgement of the lv lead. It was suspected that the fall caused the dislodgement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.